Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal ramus vessel with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 23 mm xience prime stent delivery system (sds) was advanced. The stent was deployed at 14 atmospheres (atm); however, a dissection occurred. The dissection was treated with a new xience prime stent. The patient outcome is satisfactory. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.